Event description:
Date of event: (B)(6) 2023 PICC insertion date: (B)(6) 2023. Description of event:¿hub cracked during fluid tubing change¿ ¿PICC inserted to left arm on 2/19 started leaking this am and was removed.¿ any patient harm? ¿lbw infant no longer with central line access.¿ was a new piv placed to complete prescribed therapy ¿yes¿ was a new PICC placed to complete prescribed therapy ¿no. No vein access available for PICC.¿

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.